Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose at the time of incident was 200 mg/dl, the current blood glucose level was 419 mg/dl and 490 mg/dl. The customer was treated with manual injection. Customer reports no symptoms related to high blood glucose. Troubleshooting was declined. The device will be returned for analysis.